Manufacturer narrative:
Suspect device: coaguchek test strip.

Event description:
Caller states the patient tested 7.1 inr on the coaguchek test system and 3.6 inr on a comparison lab. No action was taken based on device result. No adverse event reported. Comparison performed at a medical facility. Requested return of suspect test system, however, caller states strips are unavailable for return. Coaguchek test system: meter, test strip lot 357a-h8, exp 01/31/2008, cat/3116247.